Event description:
Caller reported a malfunction on their pump, which displayed malfunction code 16. Customer's blood glucose level remained within normal range, not exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer planned to use a backup insulin pump and multiple daily injections to ensure continued insulin delivery while waiting for a replacement.